Event description:
It was reported that the atrial port of the external pulse generator was not working, that the atrial connector was broken. The generator was returned for service. It was indicated on the return paperwork that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Atrial output connector is broken. Lower cases, side bail covers, and ring cover are broken. Battery release is sticky and heart lead flex is contaminated. The ring is missing. Cosmetic issue found on the keyboard.